Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump touch screen was unresponsive, the cartridge was leaking from the septum, the pump touchscreen display was difficult to see. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.